Event description:
It was reported to medtronic neurosurgery in user facility medwatch# (B)(4) that the lumbar catheter tip sheared during placement. It was later reported that the lumbar puncture was performed at the l4-l5 level to the left of midline using a 14-gauge spinal needle. There was spontaneous return of clear, colorless cerebrospinal fluid. Multiple attempts to insert the drainage catheter were unsuccessful. A small portion of the distal catheter tip was fractured during the attempts. A lumbar puncture was reattempted at the l3-l4 level to the left of midline using a 14-gauge spinal needle. There was spontaneous return of clear, colorless cerebrospinal fluid. The drainage catheter was successfully inserted through the spinal needle. The needle was withdrawn. The drainage catheter was sutured in place using 2-0 silk. It was also reported that the patient was in stable condition.

Manufacturer narrative:
The returned catheter was not patent. Proteinaceous debris was observed to be occluding the flow holes of the catheter. The catheter met requirements for the leakage test. The tip of the catheter was observed to be sheared off and missing. The fracture site¿s edges were jagged and v-shaped. It is unknown how or when the damage occurred. The catheter met all of the requirements for the tensile strength and ultimate elongation tests. The instructions for use that accompany the device states ¿to avoid possible transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guidewire, if used) must be removed simultaneously. A review of manufacturing records showed no anomalies. (B)(4).